Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145764.

Event description:
It was reported that right atrial lead exhibited myopotential oversensing and low pacing impedance. No interventions were performed. The patient's condition was unknown.